Event description:
Device 3 of 3, reference MFR report: 1627487-2017-05034 and 1627487-2017-05035. Additional information received identified the patient's infection has resolved.

Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2017-05034 and 1627487-2017-05035. It was reported ((B)(6)) the patient's dbs ipg and extensions were removed due the patient experiencing an infection (staphylococcus pasteuri). The patient was treated with oral antibiotics.